Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2208500, model: sc-2208-50, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc12000, model: sc-1200, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate pain relief and high impedances were noted on the lead. It was also noted that the patient had increased charging burden. The patient underwent a revision procedure wherein the leads and ipg were replaced. The patient was doing well postoperatively and the explanted devices were kept by the medical facility.